Event description:
Following a diagnostic procedure, an angio-seal device was inserted. The pt subsequently complained of pain in the leg and the pulse were noted to be diminished. A femoral ultrasound was performed which confirmed blood flow. Later that day, a femoral arteriogram was performed, revealing an occlusion above the sheath site. The anchor and the collagen were found in the artery and the angio-seal device was removed from the pt. The pt was discharged and is reportedly doing well.